Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in small vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens, lens having foreign material on lens surface, and there was clear residue on lens. (B)(4). Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's post-op uncorrected visual acuity was 20/20. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). The anterior endothelium chamber depth (acd) is below 3.0mm and patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm and for patients under the age of 21 years. Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, patient's uncorrected visual acuity (ucva) was 20/20.